Event description:
Event: premature deployment of the contralateral limb. Case details: the patient was reported to have a calcific anatomy. The contralateral limb deployed prematurely in the aneurysm sac. The limb was cannulated with a small wall graft. Final angio showed no endoleaks. The patient is recovering and in stable condition.